Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that myopotentials oversensing was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. There were no patient consequences. The patient will continue to be monitored.

Event description:
New information received notes event was observed in clinic.